Event description:
The customer reported that the strator off message displayed and the unit will no longer function.

Manufacturer narrative:
(B) (4). The ge service rep repaired the broken wire in the high voltage cable assembly. The system checked and tested ok.